Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in the proximal portion of the lad coronary artery, crossing difficulties were encountered with the maverick2 monorail balloon catheter. The catheter was not able to be passed into the lesion initially, so it was removed and the lesion was predilated with a crossail 20/1.5mm balloon catheter. The maverick2 monorail balloon was re-inserted into the lesion, but was suspected to have ruptured at 14 atms on the initial inflation. The maverick2 monorail balloon was then removed and replaced with a crossrail catheter to successfully complete the procedure. The pt was asymptomatic during this event. A 6f terumo introducer sheath, a terumo crosswire ex guidewire (size unknown) guidewire, a 6f mach1 fl4 guide catheter and a bebrown inflation device were also used in this case. Pt status is reported as 'good'.